Event description:
The customer tested her blood glucose using her 2 contour meters. One meter read 161 mg/dl, while the other read 347 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read and average of 13 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.